Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with instructions to reset pump, malfunction did not recur after reset. Pt call got disconnected. Cts attempted to call the patient back and she did not answer no additional information recieved.